Event description:
Caller tested 4.7 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. No treatment provided. No adverse event reported. Requested return of suspect system; however, suspect strips have been discarded and will not be returned. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.